Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2016. Date of follow-up report: 02/27/2016. One lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found the metal clicker to have disengaged from the body of the device. The device showed signs of heavy usage. The customer reported a component disengaged but not into the cavity of the patient. The reported condition was confirmed. The investigation found the clicker to have disengaged. The product engineer conducted an investigation into the failure. The log taken from the device's rfid chip showed the device completed 709 seals and 1310 cycles overall. The device functioned and sealed as intended, but did not make an audible sound upon engaging and releasing the lever handle. The clicker was found to have been installed properly during manufacturing and the base remained constrained in the device. Excessive use of the clicker by moving it rapidly in opposite directions would tend to fatigue and break the flap. Over use of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The IFU states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. Manufacturing non-conformance review cannot be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of metal was found on the drape during a total abdominal hysterectomy. The piece was from the ligasure device. Nothing fell into the patients cavity. There was no injury to the patient.